Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v914061, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection (uti). The patient was reported to have went to the doctor during the month prior to report "for treatment of a uti." It was also reported that the patient "still had frequency symptoms." The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information is received.